Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the ECG connector and found it broken. The device needs an ECG connector. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the ECG connector requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has a loose ECG connector. There was no patient involvement.